Manufacturer narrative:
Correction: b5.desc evt problem, device codes (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a lead integrity alert (lia) triggered for two or more high rate-non sustained episodes and high sensing integrity counter (sic).

Event description:
It was reported that the patient expired. Possible undersensing of ventricular tachycardia (vt)/ventricular fibrillation (vf) was noted. The remote transmission showed vt/vf that was not falling within the detection zones. The device was working well within programmed parameters. The cause of death was indicated as suspected cardiac event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.